Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose on (B)(4)2017. The customer stated that blood glucose level was 311 or 314 mg/dl at breakfast and 407 mg/dl before lunch. The customer treated with the insulin pump and manual injection. The customer also mentioned that her blood glucose was 300 mg/dl on (B)(6) 2017, 394 mg/dl on (B)(6) 2017, and 276 and 338 mg/dl on (B)(6) 2017. She stated that she changes the set every 4 days. Troubleshooting was performed. No issues with air bubbles or leaks were found. The customer stated the settings were recently lowered. The insulin pump passed the high pressure test, the cannula was found bent. Customer was advised to change the infusion set and refer to the doctor to verify the settings. Blood glucose at the time of the call is unknown. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated 1 open or used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a pump. Performed pump manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded and no air bubbles.